Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6081956, expiration date: 2017-08-31, manufacture date: 2016-03-21. Medical device lot #: 5281707, expiration date: 2017-03-31, manufacture date: 2015-10-08. Medical device lot #: 6328901, expiration date: 2018-04-30, manufacture date: 2016-11-23. Medical device lot #: 6305840, expiration date: 2018-04-30, manufacture date: 2016-10-31. Initial reporter phone#: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 90009 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 90009 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® k2e tubes had clotting.